Event description:
It was reported that patient presented in clinic for device reprogramming for surgery. Prior to reprogramming, there was an alert of excessive current detection noted on the device and right ventricular lead. Low defibrillation impedance was also noted. Programming changes were made. Patient condition was stable.